Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The patient was asymptomatic. The noise could not be reproduced in clinic. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good before, during and post procedure.